Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt underwent surgical intervention to revise her scs ipg. The ipg was causing discomfort to the pt due to being loose in the pocket. During the procedure, it was found the suture had become undone. The physician re-anchored the suture. The pt is reportedly healing well.